Event description:
The customer reported that the system intermittently failed to produce fluoroscopic x-ray. No pt or user injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The x-ray tube was evaluated and replaced. The system was tested and found to be working as intended and returned to service.